Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis deflation. Explantation month, day, and year: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an (B)(6) year-old caucasian female patient underwent a primary breast reconstruction procedure with a mentor siltex round spectrum 375cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed during an office visit. As a result, the patient is scheduled to undergo explantation with no replacement breast prosthesis on (B)(6) 2021. The reported implantation date is before the manufacture date of the suspect medical device. Mentor will report the dates as received. If clarification on the date is received in the future, a supplemental report will be submitted.